Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the first surgery to implant the valve was for congenital hydrocephalus. Manufacturer's personnel was present to validate the programming and implantation technique, which were correct according to our company's specifications. Eight days after surgery, the patient reported a deterioration in his general health, and cranial hypertension was identified. The patient was therefore taken to the operating room and the shunt was checked. The catheters were found to be patent, but the valve was malfunctioning. The valve was replaced with the same model, and a csf sample was taken. The laboratory analysis of the sample identified a high protein content, suggesting that the patient had hyperproteinorrachia, indicating an alteration in the blood-brain barrier, inflammation, or infection of the central nervous system. This could indicate a possible cause of the valve dysfunction. The patient currently had an external drainage and monitoring system, as their condition of hyperproteinorrachia did not allow for an internal shunt. They were recovering satisfactorily from the symptoms of intracranial hy pertension and was being treated for increased protein levels. It was noted there was a procedure delay of 2 hours.